Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The failure for bur wobble was confirmed by the repair technician through functional evaluation, disassembly, and visual inspection. The components of the drill were corroded, including the bearings.

Event description:
It was reported that during a procedure at the user facility the core impaction drill exhibited bur wobble which was reported to drill holes larger than intended. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were necessary since the tooth was being removed.

Event description:
It was reported that during a procedure at the user facility the core impaction drill exhibited bur wobble which was reported to drill holes larger than intended. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were necessary since the tooth was being removed.